Event description:
During the device evaluation, it was discovered that the distal end was burnt. There was no patient involvement during this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation was performed during this investigation. The subject device was returned, evaluated, and as noted in b5, the distal end was found burnt. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged exposure to a heating element ultimately leading to component failure caused the reported malfunction. Olympus will continue to monitor the field performance of this device.